Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, short circuit occurred in a mini tray on drawer 1.13 and drawer 1.14 failed to open. As per part investigation, it was determined that there was thermal damage in the pcba ctrl mini drawer pyxibus, as evidenced by burn marks and a damaged copper strand on the flat flex cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "[d] short circuit mini tray" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that found ribbon cable caught on metal drawer frame and cut it causing a short, then replaced the mini engine and ran diagnostics using the hardware test application (hta) with no issues observed. During dchu visual inspection: pn 126265-01: the unit revealed signs of physical damage, including several bends along the flat flex cable. The cable also exhibited a damaged copper strand with burn marks, indicating localized thermal damage. During dchu testing: pn 126265-01: no testing was required, as clear evidence of thermal damage was observed, with associated physical deformation including multiple bends along the flat flex cable. The cable also exhibited a damaged copper strand with burn marks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "[d] short circuit mini tray" was attributed to thermal damage in the "pcba ctrl mini drawer pyxibus (pn 126265-01)", as evidenced by burn marks and a damaged copper strand on the flat flex cable. Associated physical deformation, including multiple bends, was also observed and likely contributed to the failure, ultimately compromised the drawer's functionality.